Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient not completing an adequate hand washing protocol. The peritonitis was manifested by vomiting and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with an unknown intravenous antibiotic (dosage, medication, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. After being hospitalized for six days, the patient was discharged. The patient was recovering from the peritonitis event. It was not reported if the patient and/or caregiver were retrained on proper aseptic technique. No additional information is available